Event description:
It was reported that the ventilator had an issue. No more information was available. The patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. Based on further information provided, getinge has been asked by the customer to conduct inspection on servo-s device. Inspection has not revealed any unexpected issues. No allegation of deficiency had been expressed by the customer. Preventive maintenance of the system must be performed at least once a year, or every 5000 hours of operation, whichever comes first. Planned preventive maintenance had been conducted on the device. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).